Event description:
It was reported that during testing, the device failed the volume test. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found dso seal to be peeling. There was no evidence in the device's event history log. Three accuracy tests were performed. Upon review, the reported problem was unable to be duplicated. The service history review identified no indication that the complaint was related to a service of the device within the review period.